Event description:
Ous MDR - after an implantation period of approximately 72 months, it was reported that the device indicated eri. The pacemaker was explanted.

Manufacturer narrative:
After its receipt, the pacemaker first underwent a status interrogation, and the memory content of the implant was analyzed. Matching the clinical complaint, the battery status eri had been activated on (B)(6) 2017. In addition, the analysis of the memory content showed an increased current uptake of the device. In general, a warning message is displayed to the user at the programmer in case of an increased current uptake. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In a next step, the pacemaker was opened, and the components of the electronic module were inspected. The battery was almost discharged. Further analysis identified a damaged integrated circuit that caused the increased power consumption and then led to the clinical observation. The component was removed from the electronic module, and the current uptake now proved to be as expected. There were no other causes for the increased current uptake than the damaged integrated circuit. In addition, the manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly, and the power consumption of the pacemaker, in particular, was unremarkable. In summary, the clinical observation was the result of an increased current uptake, which was caused by a damaged integrated circuit of the electronic module. The review of the manufacturing history showed that the device functioned properly at the time of shipment. Based on the analysis, all therapy functions that are critical for the safety of the patient were available without restrictions throughout the implantation time.